Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge and resume insulin delivery.